Event description:
Limited additional information was provided. It was confirmed that one of the metal anchor driver tips was broken off, not the anchor itself. Only one of tips was broken, and the other tip was not broken from a driver.

Manufacturer narrative:
B5 additional information was received. E1 clarification of reporter received. The customer's reporter complaint that the anchor driver tip broke is confirmed. Examination of the returned used device, item yp1301w, found device bent at the tip, and broken one of the tip forks. The evaluation was performed per design print. Although the breakage was confirmed based on device evaluation, a root cause cannot be established. As this is a very technique dependent device, it is suspected that is the likely cause of the failure. A review of the manufacturing documents from the device history record (DHR) found no abnormalities that would contribute to this reported event. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to inspect instrument prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on the instrument to avoid damage or breakage during use. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants, are important considerations in the successful utilization of these devices. Surgeon must choose proper implant size based on specific procedure and patient history. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) received a report from cm medicare of an issue with the y-knot pro flex 1.3mm anchor, no. 2 hi-fi (white/black), item # yp1301w, lot 1082319. It was reported that on (B)(6) 2020, during a bankart procedure involving a (B)(6) year old female, the anchor tip broke. The surgeon made a pilot hole using a 1.3mm curved guide and inserted an anchor. However, the surgeon found that one of anchor tip was broken in the middle of inserting the anchor, and tried to look for a broken piece but nothing was found inside of a patient's body and the broken piece was not found at all. A complaint device was returned without the broken piece. The patient's outcome is good and the surgery was successfully completed with a 3minute delay using another yp1301w. No other clarification was made available at this time. This report is being raised on the basis of patient injury as it could not be confirmed the broken anchor was removed from the patient.